Event description:
It was reported to ventec that the device's lcd touchscreen display was cracked, and appeared black due to the damage. Upon evaluation of the device ventec observed that the lcd touchscreen display lit up but was unresponsive when touched. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a damaged (cracked) and unresponsive lcd touchscreen display was confirmed. Ventec observed that the lcd touchscreen display lit up, but was unresponsive when touched. Ventec replaced the lcd touchscreen display to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen, which did show signs of physical damage.